Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-36146. During a follow-up after an unrelated device replacement procedure, there were episodes of noise and far r-wave oversensing on the device. There were also episodes of p-wave variation with oversensing, undersensing, and noise on the right atrial (ra) channel. No intervention was performed and the patient was stable and will continue to be monitored.